Event description:
Patient reported left side "rupture." Healthcare professional later reported left side "rupture", "known to have mild contracture", "extruded silicone, which may be from previous ruptured implant and revision, located posterior and around implant capsule", "few heterogeneous axillary lymph nodes are mildly enlarges up to 14 mm likely silicone-containing", "mildly enlarges 6 mm short axis internal mammary chain lymph node may also be reactive or silicone laden". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of silicone migration, lymphadenopathy, and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Silicone migration, lymphadenopathy, and capsular contracture, baker grade unknown.

Event description:
Patient reported left side "rupture." Healthcare professional later reported left side "rupture", "known to have mild contracture", "extruded silicone, which may be from previous ruptured implant and revision, located posterior and around implant capsule", "few heterogeneous axillary lymph nodes are mildly enlarges up to 14 mm likely silicone-containing", "mildly enlarges 6 mm short axis internal mammary chain lymph node may also be reactive or silicone laden". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening in radius side assessed as fold flaw opening. ¿ lymphadenopathy: unable to observe as it is a medical event not related to the device. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ silicone migration: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed stress marks on the device. ¿ observed creases on the device. ¿ observed wear abrasion on the device.

Event description:
Device has been explanted.